Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was noted to be fluctuating between 45 to 500 (mg/dl). Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The contact stated the suspected cause of the fluctuating bgs was the malfunctioning pump. The customer consumed candy to address the low bg and a manual injection was administered to address elevated bg level. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.